Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a malfunction with the insulin pump. The insulin pump had alarmed a motor error. The customer cleared the alarm but received a rewind message. The customer tried to reset the insulin pump but instead received a compromised force sensor system alarm. When the customer pressed the act button, all of the insulin in the reservoir was pumped out. The customer's blood glucose level was 223 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device was received motor error alarm during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime alarm due to motor error alarm. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.